Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Athya, a., enriquez-marulanda, a., young, m., shutran, m., taussky, p., ogilvy, c. S.; operative neurosurgery; 2023; 26:519¿526; flow diversion for the treatment of posterior inferior cerebellar aneurysms: a novel classificationof posterior inferior cerebellar artery origin; doi.org/10.1227/ons.0000000000001007. Literature was reviewed regarding "flow diversion for the treatment of posterior inferior cerebellar aneurysms: a novel classification of posterior inferior cerebellar artery origin". The time frame of this study was from 2013 to 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped). No deaths occurred in the study population. Among patient adverse events included: 1 patient had thromboembolic complications. About 22 months post procedure, he presented to the emergency department after a syncopal episode. MRI showed evidenced a right small cerebellar hemisphere chronic stroke. The patient reported having stopped aspirin, which was then restarted. He was otherwise asymptomatic without noticeable motor or gait impairments. Intracranial hemorrhagic complication also occurred in another patient after flow diverter (fd) placement, which was asymptomatic and not associated with mortality. The patient developed a new right ventriculoperitoneal shunt tract hemorrhage about 47 days post fd placement. Retroperitoneal hematoma from right groin access requiring blood transfusion. Moderate epistaxis postprocedure due to dual antiplatelet therapy. Post-fd headaches. Collar sign observed in 4 patients (30.8%). In-stent stenosis evident in 1 case. Decreased size of posterior inferior cerebellar artery (pica) in one patient but remained asymptomatic. 2 retreatments with a second overlapping fd deployment were performed during the follow-up period for 2 type 4 pica aneurysms. No further information was provided pertaining to medtronic products.